Event description:
It was reported that the patient wasn¿t getting coverage to her lower back. It was asked multiple times when the patient started not getting coverage to her lower back and it was stated that the patient didn¿t use the implantable neurostimulator (ins) for three months and when they heard that an appointment was made to go to the healthcare provider (hcp) who arranged to meet with a rep. The patient met with the manufacturer¿s representative (rep) to see if they could expand the area. The hcp did an x-ray and thought the ins slid up from t7 to t6 and was the reason the patient wasn¿t getting back coverage. The patient was getting coverage in their legs and hips, and even after meeting with the rep. The patient still didn¿t have stimulation coverage in the lower back, but in the legs. The hcp didn¿t think it was worth trying to reposition the ins. The hcp wanted to treat the patient with medications and the patient would still be getting stimulation in their legs and go with that solution for now. The hcp did not recommend surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient no longer had concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).